Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The reported issue of leak was not confirmed and the cause was undetermined. This issue is being investigated through CAPA.

Event description:
During follow up with a home patient (hp), the hp reported to baxter an issue leak with homechoice (hc) cassette found during use. The hp stated that the sets had liquid leak out of them and he saw liquid come from behind the door of the cycler. He confirmed that they now have a new machine and new cassettes and do not have any problems.